Event description:
It was reported by repair work order that the scale/bed exit were not working properly due to user error as it was determined that the account did not zero the scale prior to use. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.